Event description:
Inaccurate history displayed on status screen. Last bolus was listed as one day but in bolus history last bolus is six days later. Checked date and time and both were correct. Customer was using bd link glucose meter with pump and could not understand the discrepancy. Later that day pt was hospitalized due to low bg's.